Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated that alarm was cleared by selection ok. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
No critical pump error or open book image noted during testing. Unit passed self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During visual inspection, found electronic stack with moisture damage. Motor, force sensor and motor home switch also had moisture damage.